Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the nurse description the pump ppeared to be pumping the heparin infusion into the patient. However the patients lab values did not reflect that they were receiving the infusion, no alarms went off. Pump taken out of circulation to be look by the biomed team.